Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Concomitant products: 00-8011-020-20, allen plug 62658543; 00811400230, femoral stem 62573218.

Event description:
Patient's right hip was revised approximately 3 months post-implantation due to dislocation and a malalignment of the acetabular component. The head, liner, and shell were replaced. No further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0002648920-2017-00290